Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary for (B)(4): the distal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the inner tubing, inner tubing was kinked/buckled, the outer tubing overlay melted, the outer insulation was breached cut, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and there was apparent explant damage.

Event description:
It was reported that the right ventricular lead exhibited elevated pacing thresholds. A lead revision was attempted, but the subclavian vein was occluded and the helix would not retract or advance. The lead was extracted and replaced. No patient complications were reported as a result of this event.